Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut off during use. It was further reported that the programmer had broken storage bay latches. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: power loss could not be confirmed. The storage bay was confirmed to be broken, and was replaced. Functional testing identified errors with the link electronic module (lem), which was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.